Event description:
It was reported that the customer received an external error and an unexpected restart alarm. The customer's blood glucose level was 206 mg/dl. Her blood glucose level was high due to illness and was not active. The reservoir icon on the insulin pump's screen appeared empty but the customer changed her reservoir out that morning. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.